Manufacturer narrative:
Per the tandem user guide, ¿do not insert the sensor in sites other than the abdomen (belly) or upper buttocks (for ages 6¿17 only). Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ the tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor was placed on the upper thigh with obstruction between the transmitter and pump, and subsequently out of range issues occurred for greater than 15 minutes with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to the customer¿s blood glucose level. A replacement transmitter was sent to the customer to resolve the issue.